Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable after the pump was dropped. Customer¿s blood glucose level ranged from 378-379 mg/dl. The customer did not have an alternate method of insulin therapy; therefore, went to the emergency room (ER) to treat bg that ranged from 378-379. Customer was treated with intravenous saline and insulin, and was released from the ER the same day with no permanent damage. The customer reverted to an alternate method of insulin therapy.